Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received eight inappropriate shocks during a cardiogenic shock. The s-ICD therapy was disabled while external defibrillation was used to attempt to restore normal sinus rhythm. However, the patient later died in the hospital. The physician conclusively stated that the patient's death was the result of the cardiogenic shock and the patient's comorbidities. Boston scientific technical services (ts) was also contacted and confirmed that the inappropriate therapy was delivered due a significant change in the patient's rhythm morphology and low amplitude measurements, which led to subsequent oversensing and therapy delivery. At this time, this s-ICD remains implanted. No additional adverse patient effects were reported.